Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during procedure, when the thread was taken out of the package, the thread broke. Surgeon used new product to resolve the issue. No patient injury.